Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The keypad on the insulin pump was not responding well. The act button was unresponsive when he attempted to deliver a bolus. Customer's blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and with corroded battery tube. The insulin pump has minor scratches on the lcd window and cracked case at display window corners.